Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was undersensing and the patient was in bradycardia and had bigeminy premature ventricular contractions (pvc). The lead remains in use. No further patient complications have been reported as a result of this event.